Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. Troubleshooting was conducted, however, the cause of the error could not be determined. The patient was advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.